Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a broken sensor wire patient experienced on (B)(6) 2015. Patient's mother claimed that after experiencing a failed sensor error, patient removed the sensor pod. Upon removal of the sensor pod, the sensor wire appeared to be short. No discomfort at the insertion site was reported. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).